Manufacturer narrative:
(B)(4) - as a unit has not been returned, a technical analysis cannot be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications the most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 100% stenosed, totally occluded de novo lesion was located in the mildly tortuous mid right coronary artery. Access was obtained via the radial artery. Resistance was felt while advancing the 1.5x15mm maverick balloon to the lesion; however, the device was able to reach the lesion. Upon inflating, the balloon ruptured at 2 atms. The procedure was completed with another of the same maverick balloon. No patient complications occurred. Patient status is listed as "good."